Event description:
New information received notes that additional mode switching episodes were observed on the device. Further programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate automatic mode switching episodes were observed due to competitive atrial pacing. Programming changes were recommended. Device remains implanted.